Manufacturer narrative:
An event of patient death due to heart failure post 10 days of navitor valve implant was reported. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the available information, the cause of death is attributed to heart failure progression. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported through the tht registry from japan that on (B)(6) 2024, a 27mm navitor vision valve was implanted. One hour after implantation, the patient developed acute heart failure, circulatory and respiratory management was initiated. Echocardiography showed worsening mitral regurgitation associated with systolic anterior motion of the anterior mitral leaflet was observed. On the following day, persistent hypotension remained, ECMO and an impella device was inserted to maintain hemodynamics. Prolonged impaired consciousness due to cerebral infarction and subsequent hemorrhagic transformation was noted. On 30 november 2024, the patient expired due to heart failure.

Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported through the tht registry from japan that on (B)(6) 2024, a 27mm navitor vision valve was implanted. On (B)(6) 2024, the patient expired due to heart failure.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient death due to heart failure post 10 days of navitor valve implant was reported. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the available information, the cause of death is attributed to heart failure progression. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.